Event description:
It was reported that bd¿ syringe ll tip had an extra piece of brown plastic at the base of plunger. Customer¿s verbatim: ¿ lot 8332775 - syringe was discovered with an extra piece of plastic that looks brown on base of plunger. Incident date 3/5/2019. ¿

Manufacturer narrative:
H.6. Investigation: one sealed sample was received by our quality team for investigation. Upon visual inspection, the thumb press had a 1/4' x 3/8' plastic flash which was light brown in color, therefore the report of foreign matter was confirmed. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Based on the quality team's investigation, the root cause of this defect is related to an equipment failure during plunger rod molding process while manufacturing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe ll tip had an extra piece of brown plastic at the base of plunger. Customer¿s verbatim: ¿lot 8332775 - syringe was discovered with an extra piece of plastic that looks brown on base of plunger. Incident date (B)(6) 2019.¿